Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year. However, upon reviewing part d - surgery information of the form, this case was classified as loss of osseointegration after 1 year. The implant was removed on (B)(6) 2021, approximately 1 year and 1 month after the implant placement on (B)(6) 2020. The bone quality was type ii. The oral hygiene around implant site was good. Bone resorption was observed during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.